Event description:
Customer reported her blood glucose was 512 mg/dl and her insulin pump was not allowing her to administer any insulin. Customer stated the device was alarming exceeded the max dose and customer has not treated yet. Customer stated her doctor was calling her and disconnected call. Customer called back and stated issue was resolved and didn't need further assistance on the issues. Troubleshooting was offered to the customer and customer disconnected the call. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.